Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase was in the mid 300's so it was not indicative of thrombus but had anticoagulation held for a week due to a spontaneous abdominal bleed. The manufacturer's technical service representative reviewed the log file and observed 116 pi events but no other unusual events. No further information was provided.

Event description:
Additional information: anticoagulation was held for 2 weeks due to spontaneous rectal muscle bleeding prior to admission.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The submitted log files contained data from (B)(6)2019 through (B)(6)2019. Average pi typically ranged from 2.3-7.7 with approximately 116 pi events. No atypical events were captured¿the only events recorded were associated with pi events and routine power source exchanges. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.